Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 50% stenosed lesion in the popliteal artery. A 4x120mm armada 35 balloon catheter was prepared per the IFU and advanced to the lesion. The balloon was inflated to 8 atmospheres (atm) without issue but upon further inflation, a pressure loss was noted, and contrast was coming out of the guide wire (gw) port. The armada balloon would not inflate more than 8 atm. The device was removed, and a non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other complaints reported from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.